Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was "darker and more opaque" than usual. The following information was provided by the initial reporter: "I am emailing regarding the bd plastipak 50ml amber syringes. We have received a few which are darker and more opaque in appearance."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. During the molding process, polypropylene is mixed with colorant to achieve the proper amber coloring of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including light transmittance testing to verify the correct coloring of the barrel. A device history review was performed for lot 2209078, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was "darker and more opaque" than usual. The following information was provided by the initial reporter: "I am emailing regarding the bd plastipak 50ml amber syringes. We have received a few which are darker and more opaque in appearance."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3003152976-2023-00057 was sent in error. Syringe - discoloration of device is not considered to be a reportable malfunction. MFR#: 3003152976-2023-00057 is void as a result.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe was "darker and more opaque" than usual. The following information was provided by the initial reporter: "I am emailing regarding the bd plastipak 50ml amber syringes. We have received a few which are darker and more opaque in appearance."